Manufacturer narrative:
(B)(4). After battery installation, the center keypad button was not working. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement, and self tests or verify communication to transmitter due to the keypad anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the transmitter was replaced because communication was often interrupted, but it was judged that the insulin pump was the cause because there was nothing being improved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.